Event description:
It was reported that the implantable cardioverter defibrillator (ICD) recorded a code 1003 alert, indicating that the battery voltage was too low to support the projected remaining capacity. At the time of the alert, the device indicated approximately 0.5 years of battery longevity remaining. The device was subsequently explanted and successfully replaced. The explanted device is expected to be returned. No additional adverse patient effects were reported.